Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a vertical shape upon first inflation at 8 atmospheres for 5 seconds. The device was removed without any issues. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.